Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hypoglycemia with a lowest blood glucose (bg) of 39 mg/dl after a meal announcement made prior to eating. The low was treated with juice, and bg later increased. The user¿s caregiver assisted in obtaining juice, as the patient would have had difficulty managing alone. No medical intervention was required.